Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, gravel voice, throat irritation, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found an unknown dust contaminant inside the blower box. An unknown dark, discoloration was observed on the top enclosure, front panel, rear panel, and bottom enclosure. An unknown dust contamination was present on the bottom enclosure, blower box cap, blower, blower seal, and blower box. Evidence of liquid ingress with substance consistent with mineral deposits was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer found evidence of sound abatement foam degradation in the blower box. The device's downloaded event log was reviewed by the manufacturer and found 5 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, dark substance, keratin were external to the device and liquid ingress and mineral deposit consistent with the blower box. The manufacturer concludes there was evidence of sound abatement foam degradation in the blower.